Manufacturer narrative:
Customer and manufacturer examined cot and found it to be performing to specification; potential accident activation of the release handle.

Event description:
It was reported that a cot drop occurred while removing a pt from an ambulance. Allegedly as all four of the wheels were on the ground, the cot collapsed and tipped to the side. The pt was on a back board and was not injured. Allegedly one of the emts complained of shoulder pain.